Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the jaws of the reload were open and the shipping wedge was attached to the reload. There were no device abnormalities. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracic surgery, when on pulmonary parenchyma, the surgeon was able to press the green button but was not able to squeeze the handle and the device did not fire. The reload was replaced to complete the case. There was no patient injury.